Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold and white calcification on the surface of the shell. Leak test was performed, and no leak was found . A microscopic analysis was performed which no identify, opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: no openings were found in the device. No issues found related with the manufacturing process.

Event description:
Device has been explanted.